Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence based on information provided. As per information provided, the perceived root cause of the adverse event was the transseptal puncture (tsp) and the root cause of the atrial septal defect (asd) was a considerable decrease in left atrial (la) pressure after the pascal implant, resulting in relatively higher right atrial (ra) pressure. The asd was occluded post-procedure and patient was stable. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received a report from germany about a pascal precision procedure, in the mitral position. During the procedure, the patient had an atrial septal defect (asd) which required closure. Patient had degenerative mitral regurgitation (drm). During the procedure the patient had a right-to-left shunt caused by the transseptal puncture (tsp), which was occluded with a gore occluder implant size 25 mm. There were no procedural or navigational issues contributing to the asd, the transseptal puncture was performed without events. No residual asd was present at the beginning of the procedure before guide sheath insertion. As per medical opinion, the perceived root cause of the asd was a considerable decrease in left atrial (la) pressure after the pascal implant, resulting in relatively higher right atrial (ra) pressure. The patient remained stable at all times, with no symptoms or hemodynamic instability observed.

Manufacturer narrative:
Additional e1 (phone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.